Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient went into the hospital on (B)(6) 2018 with what the patient contact originally thought was a heart attack but was told that it was a seizure brought on by high blood pressure levels and high blood sugar levels. The pd patient was discharged on (B)(6) 2018 and has not had any other issues since. Additional information and medical records were requested.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient went into the hospital on (B)(6) 2018 with what the patient contact originally thought was a heart attack but was told that it was a seizure brought on by high blood pressure levels and high blood sugar levels. The pd patient was discharged on (B)(6) 2018 and has not had any other issues since. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: there is no documentation or indication that any fresenius device(s) was in use, caused or contributed to the patient being hospitalized on (B)(6) 2018 through (B)(6) 2018 for what the patient's contact stated was initially thought to be a ¿heart attack but was told was a seizure brought on by high blood pressure (b/p) and high blood sugar (bs). Additionally, there is no documentation to suggest that the liberty cycler malfunctioned or did not perform as expect and the patient has since continued continuous cyclic peritoneal dialysis treatments without issues. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient went into the hospital on (B)(6) 2018 with what the patient contact originally thought was a heart attack but was told that it was a seizure brought on by high blood pressure levels and high blood sugar levels. The pd patient was discharged on (B)(6) 2018 and has not had any other issues since. Additional information and medical records were requested.